Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, the pin broke off while taking the plate. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The additional evaluation states that the investigation of the complained operational instrument has shown that a pin of the inferior lying plate is canceled. It is indicative that excessive mechanical loading on this pin has led to this breakage. The fracture surface of the pin is homogeneous, indicating proper material quality. Because of received feedback from the market and in order to maintain a steady product improvement, this design was revised in 2007. This article still corresponds to the previous design in 2006.